Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The patient samples were requested for investigation.

Event description:
The initial reporter alleged false positive results for 3 patient samples tested for elecsys chagas (chagas) on a cobas e 801 analytical unit. On (B)(6) 2024 patient 1 initial result was 3.87 coi (positive). The repeat result was 3.94 coi (positive). On (B)(6) 2024 the result was 3.87 coi (positive). The sample was sent to an external laboratory where the result from an unknown method was "negative." The specific result was not provided. On (B)(6) 2024 patient 2 initial result was 129 coi (positive). The repeat result was 128 coi (positive). On (B)(6) 2024 patient 3 initial result was 1.46 coi (positive). The repeat result was 1.46 coi (positive). On (B)(6) 2024 the result was 1.49 coi (positive). On (B)(6) 2024 the sample was tested with a new reagent lot (783558, expiration 31- dec-2025) and the result was 1.25 (coi).

Manufacturer narrative:
The method used at the external laboratory for patient 1 was the enzyme-linked immunosorbent assay (elisa) from wiener laboratories. The sample from patient 2 was tested in a different laboratory and the chagas result was positive. This corresponds to the elecsys results from the e801 analyzer. Calibration and qc data from all dates of testing were acceptable. The samples for patients 1 and 2 were no longer available. The sample from patient 3 was received for investigation. The sample was tested at the investigation site and the elecsys chagas result was 1.63 coi (positive). An in-house neutralization assay was used and the sample was neutralizable. Based on the results generated during the investigation the elecsys chagas results are considered to be correctly positive. The investigation did not identify a product problem.